Event description:
It was reported that no alert/notification occurred. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint "alert/notification settings issue" was undetermined because this receiver passed alarm/ alert hardware testing. The patient¿s allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that an alert/notification settings issue occurred. On the evening of 03/25/2024, between 6:00 pm to 9:00 pm, the patient stated she missed an alert on her receiver. She was home alone at the time of the event. She became dizzy and fainted. She regained consciousness and consumed sugar to stabilize her bg level. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.